Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause exists as the complaint is for the design of the product. DHR review is not required due to the complaint being for the design of the product and not a true defect. H3 other text : see h.10.

Event description:
It was reported that 1600 bd syringes with the luer-lok¿ tip had piston seal issues that caused chemotherapy medicine to leak. The following information was provided by the initial reporter, translated from french to english: "the piston seal does not stop and therefore in chemo preparation, if the preparers are not careful, they come into contact with cyto products".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1600 bd syringes with the luer-lok" tip had piston seal issues that caused chemotherapy medicine to leak. The following information was provided by the initial reporter, translated from (B)(6) to english: "the piston seal does not stop and therefore in chemo preparation, if the preparers are not careful, they come into contact with cyto products".